Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii devices failed to load. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. The products are not returning as they were discarded. Refer to MFR report #2242352-2012-00177 for the first reported device.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).